Event description:
Patient reported left side "implant removal from textured to smooth due to the concerns of the product". The patient later reported that the "date of implantation" was after the expiration date. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a.

Event description:
Patient reported left side "implant removal from textured to smooth due to the concerns of the product". The patient later reported that the "date of implantation" was after the expiration date. Device has been explanted and replaced.

Event description:
Patient reported left side "implant removal from textured to smooth due to the concerns of the product". The patient later reported that the "date of implantation" was after the expiration date. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: use error: unable to observe. Anxiety-product/procedure: unable to observe. As per the investigation procedure creases were observed. None of the observations were found to be potentially related to the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant placement after expiration date.

Event description:
Patient reported left side "implant removal from textured to smooth due to the concerns of the product". The patient later reported that the "date of implantation" was after the expiration date. The device remains implanted.